Event description:
The customer observed falsely elevated magnesium results generated on the architect c4000 instrument for one patient. The following data was provided: (normal range 1.60-2.60 mg/dl). Sample 1: initial result 9.08 mg/dl, rerun result 2.05 mg/dl. No impact to patient management was reported.

Manufacturer narrative:
The field service representative (fsr) inspected the module and observed spraying on the cuvettes. To resolve the issue the fsr manually cleaned the cuvettes, water bath and flushed all the water lines. The tubing, peristaltic head (rohs) was determined to be the cause of the issue and the part was replaced. No additional discrepant results have been reported since the service activity was completed. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue.